Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep2998 showed no other similar product complaint(s) from this lot number. .

Event description:
It was reported that complete occlusion of PICC was noted. It was stated this started (B)(6) 2020 and ended (B)(6) 2020. Mild severity and related to the device. Outcome: recovered, no sequalae. Action taken: instilled actilysis 1mg for 1h, aspirated, PICC catheter patent.